Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used.the product investigation could not identify a root cause. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The patient was evaluated by different hcps and no underlying issues have been found.patient has inquired about reimbursement process if explanted. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after an intraocular lens (iol) implantation procedure, she experienced blurry vision and stated that physician has done a repositioning surgery and it did not improve things. He then referred her to get a 2nd opinion with another physician, who also could not find out why her vision was blurry. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).